Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patent's device was removed because it was not working and they put it in the wrong position. The patient was also having a hard time sitting down as it was very uncomfortable. No further complications were reported.

Manufacturer narrative:
Device code (B)(4) was removed as additional information clarified that the medtronic device only didn¿t help anymore. The allegation that it was put in the wrong position applies to a non-medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that it worked great until it didn¿t help anymore.